Event description:
It was reported by service report that the fowler litter assembly was bent and the footboard connector was broken on bed side. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler litter assembly and footboard connector.